Event description:
A surgeon reported a corneal burn occurred during a cataract intraocular lens (iol) implant surgery, requiring a suture which, per the reporter, "will need to be taken out at some point". The surgeon reported that there was no long term damage to the patient. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 7 related report(s) for this system. A review of complaints for the last 24 months did indicate 1 related report for this phaco handpiece. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined conclusively. (B)(4).